Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported false repeat (B)(6) architect (B)(6) results on multiple patients on (B)(6) 2019 that were confirmed (B)(6) by the architect (B)(6) neutralizing confirmatory assay. No specific patient data was provided, but the patients were redrawn the same day and tested nonreactive on this architect. The original samples were also re-tested on another analyzer and all were (B)(6). No impact to patient management was reported.

Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) a valve manifold and sample and reagent probes were replaced. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the valve manifold and probes were replaced by the fse. A review of labeling concluded that the issue is sufficiently addressed. A review of the architect i2000sr platform and the associated replaced parts tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation no product deficiency was identified.